Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that one week post-implant, on (B)(6) 2015, the patient was still on 40 ppm nitric oxide. A transesophageal echocardiogram found decreased right heart function. The patient experienced hypotensive episodes with a decrease in mean arterial pressure to the 50¿s mmhg requiring norepinephrine, vasopressors and epinephrine. The patient¿s systemic vascular resistance remained low (600¿s) despite pressor support. Percutaneous veno-venous extracorporeal life support was initiated for right heart failure. Additionally, an unspecified type of balloon pump was placed. The patient¿s white blood cell count was also elevated and the patient was started on vancomycin and zosyn. On (B)(6) 2015, the patient was extubated. The patient reportedly did well until (B)(6) 2015 when the patient stopped moving around. Upon arousal, the patient was disoriented and had left sided weakness. The patient¿s balloon pump was reportedly still in place at that time. The patient declined rapidly, and was reintubated. The patient¿s medication regimen, including anticoagulation, was not provided. Continuous eeg monitoring was initiated and on (B)(6) 2015 brain death was declared. Lvad support was withdrawn and the patient expired shortly after. The cause of death was noted as subdural hemorrhagic stroke. It was reported that prior to death the lvad was functioning as expected.

Manufacturer narrative:
Patient¿s weight was not provided. Approximate age of device ¿ 8 days. The pump was not returned for evaluation, as it was not explanted and an autopsy was not performed. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The pump was not returned for evaluation as it was not explanted, and an autopsy was not performed. A root cause for the reported event could not be determined through this evaluation. A full examination of the pump could not be conducted because the system was not returned for evaluation. However, the instructions for use lists bleeding, stroke, infection, and right heart failure as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.